Event description:
It was reported that urine did not flow in the foley catheter and also water flowing from the drainage eye did not flow even if it was sucked. Per follow up via ibc on 01oct2020, there was no blockage found in the drainage eye. There was no impact to the patient.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device did not fail to meet relevant specifications. The product was used for treatment purposes. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. The device history record review was not required as the reported event was unconfirmed. A labeling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was evaluated.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that urine did not flow in the foley catheter and also water flowing from the drainage eye did not flow even if it was sucked. Per follow up via ibc on 01oct2020, there was no blockage found in the drainage eye. There was no impact to the patient.